Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 53 mg/dl (active), 89 mg/dl (guide), 56 mg/dl (active), and 90 mg/dl (guide).